Manufacturer narrative:
Device evaluation: a visual inspection was conducted and there were no signs of physical damage. Functional testing was conducted, and the disposable could be deployed and retracted without any issue, an array deployment test and ablation test were conducted, and the disposable passed. In addition, there is no sharp edge in the array. Hence, the complaint cannot be replicated. This observation will be monitored and trended.

Event description:
It was reported that on june 20, a novasure procedure was performed, and during the procedure, the array was difficult to deploy both outside of the patient and inside the uterus. The doctor removed the device, went in with a scope to inspect the cavity, and noticed that there was a perforation. The doctor. Then aborted the procedure. The doctor. Did not note that the patient needed any additional medical attention. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other.